Event description:
During the manufacturing process, on different days of their kits, pieces with stains and foreign particles were found.

Manufacturer narrative:
(B)(4). (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Manufacturer narrative:
The photographs received for analysis show small orange dots/specs on the lidding. The orange dye is not of foreign matter origin, but is an inactive ingredient inherit in the product by design. The orange dye powder may be dispersed to the outside of the applicator on rare occasions during the assembly, and packaging. Also, during the sterilization which uses vapor (water), when in contact with the orange dye brings out exaggerates the orange color intensity. The orange dye is used on the applicator as part of the design to color the solution upon activation by breaking the ampoule and solution flowing thru the hi-lite orange pledget (with the orange dry powder dye) as a visual prepping confirmation on the patient¿s skin. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty (foreign matter). The applicator is sterile if package is intact. The orange dye (fd&c yellow # 6) used on the applicators is part of the design to serve a visual purpose of tinting the skin orange upon application to confirm the prepping of the patient¿s skin. The dye is an approved FDA (federal drug agency) colorant and is an inactive ingredient to be used in foods, drugs, and cosmetics (fd&c). The dye (fd&c yellow # 6) is documented in the product labeling (inner carton, lidding, instruction for use (insert)) as an inactive ingredient. The most probable root cause for orange dye around the orange tinted pledget is the equipment, process and / or material variability inherent to the process and design. No further action will be taken based on a negative trend is not observed at this time. Bd will continue to track & trend.

Event description:
During the manufacturing process, on different days of their kits, pieces with stains and foreign particles were found.